Event description:
The complaint/event involved a chemoclave® vented vial spike, 20mm. It was reported that the during an infusion of paclitaxel 300mh/50ml, the bung was in front of the vial spike. This was noticed during drug preparation, right after opening the package, prior to direct patient use. There was no serious injury. Type of procedure: aseptic pharmacy dept compounding unit. There was no unprotected chemotherapy exposure and no adverse consequences to the operator.

Manufacturer narrative:
E1 - initial reporter phone (B)(6). The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
After customer clarified the meaning of bung in the context, "the vial adapter coring appeared to have uncured when it was pierced with the vial adapter". Both 011-ch-80 were disconnected from the vial, and a damage on both of the vial's rubbers were observed, no additional damage or anomalies were observed. Complaint of drug paclitaxel 300mh/50ml bung in front of the vial spike can be confirmed. The probable cause is typical of twisting the vial spike during insertion of the vial spike into the vial stopper. The dfu states: center the vial access spike over stopper and push straight down until spike passes through stopper and locks onto the vial. Complaint of particulate matter cannot be confirmed or replicated. Additional information b5, d1, d4 - catalog #, d4 - primary UDI number (B)(4).

Event description:
Additional information was received stating that the product is a chemoclave® vial spike, 20mm with list number 011-ch-80s. The customer clarified that the issue was that "bung in the context of the vial adapter coring appeared to have uncured when it was pierced with the vial adapter".

Manufacturer narrative:
A couple of photos were shared by the customer, in the first photo the set is observed to be connected to paclitaxel, and no anomalies are observed, in the second photo air bubbles inside the plastic intravenous (IV) set bag are observed, and no physical damage on the set are observed. Complaint of bung in front of the vial spike can be confirmed based on the photos. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.